Manufacturer narrative:
The diamondclean brush head is an accessory to the sonicare power toothbrush.

Event description:
Consumer complained about loose bristles falling out in their mouth. No injury reported.

Manufacturer narrative:
Manufacture date updated because product was returned.